Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the snare was broken. It was reported that the wire inside the handle and inside of the plastic sheath near the end of the catheter broke. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.